Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No broken lcd window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that insulin pump's lcd screen was broken due to the customer falling. The insulin pump was returned for analysis.